Event description:
Over a period of 7 1/2 yrs rptr has had various problems stemming from the use of powdered & nonpowdered latex gloves. The most severe problem occurred in 1990 when rptr had conjunctivitis, rhinitis, wheezing and felt as though their airway was closing off. Rptr has also had to start taking flonase & flovent daily to reduce sinus and pulmonary problems. Currently rptr is unable to return to their job as an intensive care unit nurse.